Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage or movement. The lock does have rotational and lateral movement and a residue buildup present, but when it is properly positioned and put under pressure, it will not move. It is recommended that the unit receive a preventive maintenance (pm) service due to routine use and wear of the clamp. By completion of service, all worn components were replaced with new parts, and general cleaning and maintenance were performed. Root cause - the complaint is not confirmed. However, it is with recommendation that the unit receive a pm service due to routine use and wear of the clamp. The probable root cause of the reported complaint is improper or suboptimal positioning of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the patient was pinned to 60 psi and positioned in the mayfield modified skull clamp (a1059). The case was well underway, and while thoracic screws were going in, the doctor felt the patient's head move in the mayfield. The pa broke scrub and checked the skull clamp's pressure reading on the screw- it read 40 psi. The surgeon directed the pa to tighten the skull clamp screw until the pressure reading was 60 psi. This happened again immediately after and was repeated and retightened to 60 psi. After tightening the screw to 60 psi the second time it did not loosen and the case was completed. No patient injury occurred and increased surgery time/surgical delay is unknown.